Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0p7r2, implanted: (B)(6) 2014, product type: lead. Product ID neu_unknown_prog, product type: programmer, physician. (B)(4).

Event description:
It was reported since revision in (B)(6) patient had gradual onset of loss of therapeutic effect. The patient was directed by health care provider (hcp)'s office to try 1 program at a time for a week and reported it had not gone well. The patient believed he was worse off now than ever before. The patient contacted hcp office during this time and was discouraged from coming in until one morning he couldn't void at all even though he had the urge to go. The patient was instructed to use a catheter 2x/day, before deciding to have revision. The patient reported that he didn't have any falls or trauma. The patient had appointment scheduled next week. Additional information received on (B)(6) 2014 indicated that patient had not seen improvement. It was indicated that recently patient met with the other health care provider and manufacturer representative was told that "because the lead was on the other side, it could take more time for his brain to react to the stimulation. The patient would be going back in 4 months after trying the program for 4 weeks and cycle all 4 programs. The patient was one week into program 4. The patient reported he had been changes activity level, and exercises a lot. It was noted that the hcp told patient to wait for 4-6 weeks, and the cells should build a protective wall and patient resumed his exercise routine right afterwards, lifting weights, not as much as before. The patient reported since started using the catheter he had a great volume of urine in the morning however he was never tested in office in the morning and thought this may be due to medication. Since using catheter patient stated he did not have the urge to go anymore. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.